Event description:
It was reported that air embolism, st elevation and bradycardia occurred. Farawave was selected for use atrial fibrillation ablation procedure. During the procedure once application of left pulmonary veins was completed and proceeded to right inferior pulmonary vein, issue was noted with catheter splines. Thus the catheter was replaced. Pigtail wire was connected through non boston scientific agilis 13f. Right inferior pulmonary vein application was completed with new catheter and completed right superior pulmonary vein application. At the same time st elevation and bradycardia was noted. Additionally, it was noticed that the flush bag connected to the catheter was empty and air was noted. Thus, the catheter was replaced and the procedure was completed with a third catheter. Patient current status is unknown.